Event description:
It was reported that approximately fifteen month post stenting procedure in the mid left anterior descending artery (mlad) with one xience v 3. 0 x 18 mm stent and in the distal left anterior descending artery with one xience v 2.5 x 18 mm stent, the patient was hospitalized with chest pain. On (B)(6) 2009, the patient underwent percutaneous coronary revascularization for stenosis with one xience v 2.5 x 12 mm stent in the mlad target lesion. The patient's condition resolved on (B)(6) 2009 and the patient was discharged. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: xience v 2.5 x 18. Other: clopidogrel, aspirin. There was no reported product deficiency and the product was not returned. The reported patient effects of angina and restenosis, as listed in the xience v instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.